Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient underwent a spinal fusion surgery on the lumbar region of his spine from vertebrae l5 to s1. Reportedly, during the surgery, rhbmp-2/acs was used in the patient. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space, and posterior elements). As reported, the patient's post-operative period had been marked by a period of improvement, followed by increasingly severe low back pain, and associated pain and radiculopathy in his lower extremities. Patient continues to experience constant and extreme lower back pain radiating down both legs, numbness/tingling in his feet, nerve pain, and bladder and bowel issues. Patient experiences difficulty sitting, standing and walking, and requires occasional use of crutches, cane, or walker to assist in ambulation. These serious injuries prevent patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with 1) advanced degenerative disc disease, l5-s1 2) vertical disc space collapse with instability, l5-s1 3) retrolisthesis with instability, l5-s1 4) chronic lumbar disc herniation, l5-s1 5) acquired spinal stenosis and radiculopathy with neurologic deficits secondary to above and underwent the following procedures: 1) minimally invasive endoscopic approach to the posterior spine, l5-s1 2) posterior spinal fusion, l5-s1 with non-segmental pedicle screw instrumentation 3) posterior lumbar interbody fusion, ls-s1, using a far lateral extracavitary transforaminal approach from the right 4) anterior interbody cage instrumentation, ls-s1 using a polymer cage 5) wide decompressive laminectomy of l5 and s1 with bilateral nerve root exploration and decompression due to stenosis and radiculopathy 6 l5-s1 diskectomy with nerve root exploration and decompression 7) fusion with local autograft bone and bone morphogenic protein 8) spinal cord and nerve root monitoring in which rhbmp2/acs was used.